Event description:
Difficulty obtaining blood return on smart port placed (B)(6) 2020. On (B)(6) 2020 only able to obtain minimal blood return after multiple saline flushes and pt repositioned. Had to flush port with heparin 500 units before able to obtain better blood return to proceed with planned treatment. Also noted that the 'CT' that is supposed to be one method for confirming pressure injectable port is not visible on cxr. FDA safety report ID# (B)(4).